Event description:
It was reported that the patient was having a burning and pinching sensation at the ipg site when charging. It was also noted that the ipg was not holding a charge and was getting warm during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.